Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping from their device for a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). Oversensing on the right ventricular (rv) lead was also noted when the pocket was touched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.